Manufacturer narrative:
Tibial implant loosening was reported for a patient with a total knee implant. Revision surgery occurred. Review of the device history record indicates the device was manufactured to specification.

Event description:
Tibial implant loosening was reported for a patient with a total knee implant. Revision surgery occurred.

Manufacturer narrative:
Tibial implant loosening was reported for patient with a total knee implant. Revision surgery was recommended by surgeon. Review of the device history record indicates the device was manufactured to specification.

Event description:
Tibial implant loosening was reported for patient with a total knee implant. Revision surgery was recommended by surgeon.